Event description:
In 2008, the patient stated that while changing her insulin cartridge she pulled the cartridge from the infusion device, and the plunger remained attached to the piston rod. This caused a small amount of insulin to spill into the cartridge compartment. The patient contacted a company representative who assisted her in removing the plunger from the piston rod. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.